Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 8f sheath hole prior to an interventional non-abbott left atrial appendage closure device procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, with the second prostyle device, upon device removal, it was noted that the anterior footplate was sticking out while the lever was closed and the suture knot was hooked on the anterior foot. A nick and spread was done to remove the device. A third prostyle device was successfully pre-placed. The interventional procedure was completed and the sheath was upsized to a 15f sheath. Hemostasis was achieved with the successfully preplaced sutures of the first and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open or close was not confirmed. Entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined: for the knot to be caught under the foot, it is possible that the anterior foot was in the access site and only a partial capture of the vessel was achieved. It is also possible the foot was in the subcutaneous tissue, or the vessel was friable. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.